Event description:
It was reported that intra-op, the nim system was not working properly, making a lot of unnecessary noises, and not stimulating properly. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device concluded that the reported fault was not confirmed however the clips were loose and the wave washers were worn. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot#: (B)(6), UDI#: (B)(4). H3: product analysis for product ID: 8253002, serial/lot#: (B)(6) found that the reported issue was no confirmed however the knobs on the device turn very stiff, the pots on the touchscreen pcb are worn and the touchscreen was scratched. Additional codes of img g02005, img g0204004 and img g04079 are applicable for product ID: 8253002, serial/lot#: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.